Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 320 mg/dl. Troubleshooting was performed and it was noted the alarm was caused by an infusion set and reservoir occlusion. The reservoir is not being returned for analysis.